Event description:
It was reported that the patient complained of pain in knee. X-ray showed patella floating in capsula. Patient doesn't know how it happened.

Manufacturer narrative:
The device is not available for evaluation. Additional information has been requested and if received, will be submitted in a supplemental report.